Event description:
It was reported to boston scientific corporation that an advanix biliary stent was received on (B)(6) 2021. It was reported that the stent arrived in the facility with a hole in the package and the sterile barrier was compromised. There were no patient involvement and this device was not used in a procedure.

Manufacturer narrative:
Block h6: medical device code a020503 captures the reportable event of device contaminated. Block h10: the returned advanix biliary stent was analyzed, and a visual evaluation noted that the device returned in its sealed pouch. The heat seal runs throughout entire length of the pouch without any breakage. The pouch and label are torn. No other problems with the device were noted. The reported event was confirmed. Based on the provided and collected information, this device met all manufacturing requirements and no abnormalities were reported during the manufacturing process; visual assessment identified the pouch and label torn. It is most likely that handling and manipulation of the device during transport/storage could have contributed with the event, from the evidence observed on the device, it can be determined that an something was rubbed against the product which resulted in tearing the package and label. Review and analysis of all available information indicated that the root cause of the problems found is cause traced to transport/storage due to problems traced to the inappropriate transport or storage of the device. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was received on (B)(6) 2021. It was reported that the stent arrived in the facility with a hole in the package and the sterile barrier was compromised. There were no patient involvement and this device was not used in a procedure.